Manufacturer narrative:
(B)(4). D10: medical products: item#: 826166000, ratchet screwdriver handle sm; lot#: unknown. Item#: 826166000, ratchet screwdriver handle sm; lot#: unknown. G2: foreign: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to remove the implant, the instrument was damaged and damaged the implant causing the implant to not be able to be explanted from the patient. Subsequently, after attempting to use two other instruments and a sixty (60) minute delay it was determined that a second surgery would be required to explant the implant from the patient. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
It was reported that during an attempted removal of a nail, three surgical instruments were damaged. The implant could not be removed during the procedure because the instruments failed to properly engage or hold the nail during extraction. The nail threads were fractured during the attempted removal when force was applied after the instruments failed to maintain engagement. As a result, the implant could not be removed, and an additional surgical procedure will be required for explantation. No additional patient complications were reported. Due diligence is complete for this complaint; it was reported that no further information is available, and to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Correction: this item has been verified to be within alliance partner tecomet design control ownership. Tecomet retains responsibility for complaint handling and investigation. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.